Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and ketones on (B)(6) 2016 at 3 pm with a blood glucose level of 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was treated with insulin drip. The customer stated that they took their insulin pump off prior going to the hospital. The customer felt that they went to the hospital because they could not lower their blood glucose levels. The customer thought that they may have had an infection. The customer was informed that they did not have an infection at the hospital. The customer did not troubleshoot and did not send the product back for analysis.